Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion when no occlusion, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion alarms. Visual inspection found the tubing guide was chipped which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion when no occlusion. There was no patient involvement. No additional information is available.